Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted however, the device was received with slightly loose drive support disk. The device power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery or off no power alarms noted. No cracks on battery cap noted. The device had cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and minor scratches on display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 91 mg/dl. Customer has been changing out the battery every 1-2 weeks. Customer went to check the time and the pump's insulin when the motor error occurred. Customer does not use the sensor feature on the pump. Customer was not able to complete the rewind sequence because they were in a public location and able to do it at the moment customer was advised to remove the pump battery to prevent continued alarms. Customer mentioned that he also had an off/no power alert while he was on the phone. Customer stated that he had to stop wearing the sof sensor because it hurt a few years ago. Customer switched to dexcom. Customer stated that the battery cap is cracked. Customer stated that the pump also had a closed black circle and when he pressed the act button, the motor error alarm occurred. Insulin pump will need to be replaced. No further assistance needed.